Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's implantable cardiac monitor exhibited post-sensed t wave oversensing resulting in false tachycardia episodes. Programming changes were successfully made and the issue was resolved. Patient was stable.

Manufacturer narrative:
The previously reported reporter name: (B)(4) was incorrect; the correct reported name is (B)(6).